Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to capture and abnormal sensing of p-waves which resulted in failure to sense. It was also noted that the stylet was unable to advance into the ra lead. The ra lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to advance stylet, failure to sense and unacceptable threshold were confirmed. A complete lead was returned for analysis in one piece with the helix retracted and clogged blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage. The stylet insertion/removal test was not performed due to the over torqued inner coil at the connector region. The cause of the reported events was isolated to over torqued of the inner coil.